Manufacturer narrative:
No trend considering the following event is identified: glenoid radiolucency. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it is reported that the patient underwent total shoulder replacement on (B)(6) 2014. At 24 month follow-up x-rays, on (B)(6) 2017, glenoid radiolucency was found. Review of received data: x-rays. 6 weeks postoperative, undated. Left shoulder in outer / inner rotation and axial: implant in correct anatomical position, lateral slightly increased glenoid component, no evidence of migration or loosening. 6 months postoperative (B)(6) 2014. Left shoulder in outer / inner rotation and axial: compared to the previous x-rays the beam path is not identical, therefore a comparison/review of the x-ray cannot be completely done. No evidence of implant failure, migration, or loosening. 12 months postoperative dated (B)(6) 2015. Left shoulder in outer / inner rotation and axial: compared to the previous x-rays the beam path is not identical, therefore a comparison/review of the x-ray cannot be completely done. No evidence of implant failure, migration, or loosening. 24 months postoperative dated (B)(6) 2016. Left shoulder in outer / inner rotation and axial, unspecified view: compared to the previous x-rays the beam path is not identical, therefore a comparison/review of the x-ray cannot be completely done. No evidence of implant failure, migration, or loosening. // additional to the x-ray review, on the ap view of the apr 05, 2016, some radiolucent lines are visible around the glenoid pegs. Surgical report dated (B)(6) 2014: left shoulder arthroplasty (sidus 36 mm base plate, 42 mm head, cemented glenoid) due to left glenohumeral arthritis in a (B)(6) woman. No abnormalities, the surgical procedures are briefly and not detailed enough described. Clinic note dated (B)(6) 2016. Elbow prosthesis 8 years before shoulder prosthesis. The patient had a fall from the bed while sleeping on the right side of the body in beginning of (B)(6) 2016. The patient had pain in the area of the shoulder front and arm, partial movement-dependent with movement restriction, necessary pain-medication and clinical bruising over the shoulder joint. Subluxation of humerus and glenoid. No evidence of fracture or implant failure. Clinically and radiologically compatible with subscapularis rupture. Planned ultrasonic examination and discussion about surgery and therapy. Additional to the review, the other clinic notes and the mdrif were reviewed. It is reported that the patient experienced limited range of motion in 2015 and fell at home in 2016 and suffered a rotator cuff tear. The patient experienced other two adverse events on (B)(6) 2015 (limited range of motion) and on (B)(6) 2016 (patient fell at home and suffered a rotator cuff tear) which are treated in (B)(4) respectively. No product was returned to zimmer biomet for in-depth analysis, as the device is still in-vivo. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sidus¿ stem-free shoulder ¿ surgical technique was checked. Root cause analysis: root cause determination using dfmea: aseptic loosening due to wrong radii combination, normal use, overload, wrong positioning. Possible: the x-rays show correct sizing and positioning of the implants. However, the patient fell at home and experienced rotator cuff tear. Possibly the fall and/or the resulting muscle tear could have influenced the load and stability of the implants. Loosening due to wrong geometry of peg, wrong positioning, insufficient bone. Not possible: the x-rays show correct sizing and positioning of the implants. Nothing suggests insufficient bone. Bone fracture, loosening due to wrong geometry of uncemented fins, wrong positioning, insufficient bone, wrong size of the rasp. Not possible: the x-rays show correct sizing and positioning of the implants. Nothing suggests insufficient bone. Loosening due to wrong geometry of uncemented fins/ cemented surface, use of cemented stem without cement, wrong positioning, insufficient bone, wrong size of the rasp. Not possible: the x-rays show correct sizing and positioning of the implants. Nothing suggests insufficient bone. Thermal necrosis and/or implant loosening and impossibility to use MRI scanning due to MRI: magnetically induced. Displacement force and torque, radiofrequency induced heating, image artifacts. Not possible: it is not reported that a MRI was used. Additionally IFU of the device includes a paragraph on magnetic resonance (mr) safety and compatibility. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to insufficient, unavailable or over complicated surgical technique. Not possible: the implantation does not describe inconsistencies with the procedure in the surgical technique. Surgery failure (e.g. Aseptic loosening, fracture of implant, fracture of bone, wrong soft tissue balancing, etc.) Due to missing or unclear information regarding cross compatibility between existing zimmer systems and sizes. Not possible: the implants are compatible. Damage to bone through intraoperative corrections affect performance in-vivo (i.e. Loosening, migration, misalignment). Due to intraoperative corrections might contribute to poor long-term results. Not possible: the implantation does not describe inconsistencies with the procedure in the surgical technique. Conclusion summary: it is reported that the patient underwent total shoulder replacement on (B)(6) 2014 and at 24 month follow-up, on (B)(6) 2017, glenoid radiolucency was found. No symptoms are described for the patient. The patient fell at home and experienced rotator cuff tear. Possibly the fall and/or the resulting muscle tear could have influenced the load and possibly contributed to glenoid radiolucency. Other factors could also have led or contributed to the reported event. Thus, an exact root cause cannot be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
X-rays, clinical notes were received and will be reviewed as part of ongoing investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a anatomical shoulder glenoid on the left side on (B)(6) 2014. Currently, the patient is being monitored due to glenoid radiolucency.